Event description:
During a otolaryngology procedure doctor asked their assistant to put system into standby mode. Doctor then came back to patient to continue with procedure and stepped on foot pedal. The laser proceeded to fire while still in a standby mode. No injuries were sustained. Customer indicated that this typeof incident had occurred about 2 years ago. No one was injured. Subsequently, the biomed engineer did not allow the laser to be used and lumenis was contacted.